Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of seven medwatches being submitted as seven devices were involved in this event. See also medwatch 2210968-2012-01700, medwatch 2210968-2012-01701, medwatch 2210968-2012-01702, medwatch 2210968-2012-01703, medwatch 2210968-2012-01704 and medwatch 2210968-2012-01706. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a robotic hysterectomy on (B)(6) 2012. During the procedure, the disposable did not work well. The procedure was completed with another like device with no adverse patient consequences.